Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a vip demo, the system became unresponsive in the dbs software while in the planning task. Right before the system went unresponsive, the physical keyboard was moved from the main cart to the camera cart. The system was hard shutdown and rebooted. This was reported outside of a clinical environment - no patient present.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.